Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is stuck at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended, inappropriate, or excessive force during device use, and user failure to fully actuate the device during the implantation process. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopic procedure, the fastfix 360 could not be deployed. T was removed from the patient using tweezers. Surgery was completed with a back up device instead. There was no surgical delay, and no further complications were reported.